Event description:
Coming off bypass during open heart surgery and was in ventricular fib. Machine charged to 10 joules and screen stated that value available. Would not fire when md released discharge buttons for internal paddles. Several attempts failed. Connections checked okay. Paddles had been used in previous sequence without problems. As crash cart being obtained and another set of paddles opened, charge released. No adverse outcome to pt. Ahs biomed dept contacted and evaluated unit. Found intermittent switch contacts on paddle set along with improper spoons installed. A cracked seal was found on the paddle switch. The paddle set and spoons were replaced. The spoon set was not the appropriate twist lock set, according to biomed, and therefore left an air gap which the charge could sometimes jump and sometimes not. Proper operation was verified with the replacement paddles and spoons by biomed. Unit returned to service after these actions. Similar complaints of failure to discharge were reported to biomed in 1994, 1995, and 1997. Unable to duplicate problem. MFR also serviced unit during at least one of these episodes. Biomed tech not available. Unclear if paddle set/spoons involved in incident are available. Further info may be available later.